Event description:
A malfunction was reported on a pump, but no notable events occurred before this issue and there was no adverse impact to the customer's blood glucose level. The malfunction code "malf 5" and fault ID "0x2147" were identified, but the code was resettable. Technical support provided pump reset information and assisted with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, and they acknowledged this guidance.